Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation under the back therapy electrodes and the ECG electrodes. The area was described as red and itchy. The patient's doctor prescribed hydrocortisone and desitin cream to treat the irritation. The patient's doctor also recommended allowing the body to breathe. The patient's wife reported that the irritation had cleared up a little.